Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). At approximately 0550, the bag tpn was noted to be empty unexpectedly quickly. The clinician started a new bag of d10w (10% dextrose in water) until a new bag of tpn was brought. Patient had no signs or symptoms of fluid overload. There was patient involvement, but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.